Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the hv module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Upon power up via ac power, the device displayed a "pacer fault 116" message. Complainant indicated that there was no patient involvement in the reported malfunction.